Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient reported having kidney stones removed on (B)(6) 2017 and can't turn therapy back on. Caller also reported a poor communication screen and then a power on reset (por) message. Patient said their bladder spasms have returned. It was also mentioned that the patient is having a stent placed due to kidney stones until (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.